Event description:
Reporter noted the probe seized in almost closed position; incarcerated vitreous. Backflushed and released vitreous. Switched out probe to complete case. No injury occurred, but felt there was potential for injury.